Manufacturer narrative:
The reported setscrew anomaly was not confirmed in the laboratory. The header was severely damaged before being received. No analysis could be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, physician was unable to disconnect the lead from ICD. Lead was capped and the device was explanted. Patient&#38112;condition was stable.